Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the emergency treatment was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that there was a malfunction with flex vision pc. Upon troubleshooting, fse replaced the flex vision pc, installed the software and configured the system but the issue persisted. During functional testing, fse found that the issue was due to the relay that is stuck in the main power distribution unit. Fse used another power tap of the mains power distribution unit. Later the issue reoccurred after two days, and fse replaced the power supply for b- cabinet on a free connection of the switched power supply. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that allura device did not turn on. There was no flexvision image. No harm has been reported to philips. Philips has started an investigation of this complaint.